Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmwb11, (imp,tsv,mcol mg,4.7mm,11.5mml) for evaluation. Visual evaluation was performed, the implant had signs of use and removed from its outer vial. The implants inner vial was not returned. The implants tamper seal was broken. The implant was returned engaged to the mount. Device history record (DHR) review was completed for the subject lot number 1257339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257339 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined was likely improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The implants packaging was opened, and the implant(s) seal was broken. The implant and bundle mount were observed engaged. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant was improperly secured in its packaging, the implant fell to the ground when it was opened during implant insertion. Procedure completed placing another implant of the same reference.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k101880.